Event description:
This complaint is now reportable based in the analysis completed on 01/22/2009. It was reported that during a percutaneous transluminal angioplasty procedure the 7.0 x 40mm sterling over-the-wire balloon was deformed. The procedure was completed with another of the same device with no patient complications reported. However, the returned product analysis revealed that the catheter was froze on the guide wire.

Manufacturer narrative:
Microscopic examination of the device presented damage to the distal tip, buckling damage to the inner shaft within the balloon, a shaft kink approximately 21.0 cm from the strain relief, and balloon damage. The balloon damage was consistent with a device that has been pushed or pulled through an orifice with a twisting motion. The damage to the balloon prevented definitive determination of whether or not the balloon was inflated at any point. The returned catheter was loaded in a guidewire, as-received; the guidewire protruded approximately 92.0 cm from the distal tip of the catheter and 11.7 cm from the proximal end of the catheter. The most proximal end of the black guidewire coating was bunched up. The bunched-up appearance of the guidewire coating is consistent with axial compression damage at the surface of the guidewire. Tactile inspection of the guidewire and catheter determined that the catheter was fixed on the wire, the guidewire could not be withdrawn from the catheter. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could have contributed to this complaint. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to handling damage.